Event description:
This is the same event and the same pt reported under MDR ID #2939859-1999-00249 (collagen corporation #1026259). This is the first MDR submitted for the first suspect product. A physician reported a pt who was originally skin tested on 14 may 1999 and retested on 7 june 1999, both with negative results. On 11 june 1999, the pt was treated with two formulations of product in the nasolabial folds. On 9 july 1999, the pt phoned the office and reported redness and swelling at all the treatment sites. The pt stated the symptoms began on 21 june 1999. She denied hardness and itching. The physician believed the symptoms were probably hypersensitivity related to collagen. On 9 july 1999, the physician prescribed oral prednisone for 5 days which was not very effective. On 23 aug 1999, results of a bacterial culture of the right cheek site indicated staphylococcus aureus. On 7 sept 1999, the physician prescribed cipro for infection which was effective. The pt was last examined the week of 1 nov 1999. The physician noted "pus" and redness that reoccurs intermittently at the treatment sites.